Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl to 500 mg/dl. The customer also reported that the insulin pump battery cap was broken and they had lost their serter. The insulin pump will not be returned for analysis.